Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a manufacturer representative (rep) via regarding a patient who was receiving lioresal 2000 mcg/ml at a dose of 980 mcg/day via an implantable pump for an unknown indication. On (B)(6) 2015, an unrecovered motor stall was reported. The hcp attempted to reprogram the pump but it did not work. The pump was replaced on (B)(6) 2015. There were no reported patient symptoms. The event was resolved at the time of the report.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.